Event description:
It was reported that during a shoulder surgery the tip of the anchor broke off while inserting. The broken off piece has been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: the complaint allegation is confirmed. One unpackaged ar-2324bcc serial/batch (B)(6) was received for investigation. Visual inspection revealed that the screw has not part broken or damaged. However, it was noted that the eyelet tip was broken off, and the remaining part is inside the shaft, attached to the sutures. Functional testing of the inner and outer driver found that it is not resistant to unscrewing and screwing. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.